Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. The pump was exercised for 24 hours at 2 units per hour. Total daily dose for testing period shows 48 basal units delivered. Pump did not change basal settings during testing.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged that the basal rates on her pump have been changing without user intervention. There is no adverse event reported. This issue is being reported as it was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.